Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon leak occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon was leaking. Furthermore, a pinhole was noticed. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed that there are no kinks or damages identified on the hypotube shaft. No kinks or damages identified on the polymer shaft. Microscopic examination of the balloon identified a tear in the mid-section of the balloon when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages identified on the polymer extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage analysis identified that the device was attached to an encore inflation device. A tear was identified in the mid-section of the balloon when inflating to its rated burst pressure of 12 atmospheres.

Event description:
It was reported that a balloon leak occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon was leaking. Furthermore, a pinhole was noticed. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.